Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device upgrade procedure, the left ventricular lead dislodged; the lead kept backing out of the selected cardiac vein. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.